Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and the patient and it was reported that the patient is having to recharge everyday. She denies any recent falls or emi. Patient¿s battery connections and impedance were checked. Both showed four bad connections/impedance on each lead. The healthcare provider (hcp) was informed of the connection/impedence issues. Since the patient was receiving excellent pain relief, it was determined to not change her program settings. The patient is on a high density program. It was explained to the patient that this would require daily recharging. The diaries revealed that she was charging every day for approximately 20 minutes.the patient will be seam on (B)(6) 2020 for a follow up. The impedance was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. The rep reported impedance was checked and showed with reference 0 electrode 6 and 12 >40k ohms. It was reported the rep checked conductivity showed electrode 6 and 12 were bad. Rep reported re-check electrode impedances: 3: 840 ohms 14 930 ohms 6 : >40k ohms 12: 40,000 but green color. With reference 12, electrodes 0-7 40,000 ohms 6: 40k ohms 3 : 40k ohms 8, 9, 10: 40k ohms 13: 1210 ohms 14: 1100 ohms 15: 1180 ohms it was reported that the rep does not look at color on the impedance screen but more the numbers. Reviewed that is the correct way of evaluating the impedance. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedances wasn¿t determined. The rep reported that the high impedances were unable to be resolved. No further complications were reported.